Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired across the jejunum with a white reload. This was the first firing. The distal staple line unzipped. The staples were not formed correctly. Some were straight. "Others were one leg length was formed partially and the others were straight and angled outward." The staple line looked okay initially. When they went to bring the jejunum up to the pouch, they noticed the distal part had come unzipped. They used the ostomy to insert the circular stapler and then closed it off. They attempted to re-staple and excised the previous staple line completely. They were not able to completely excise it; they over sewed. The patient is currently okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Received the following information on 04/01/2010: a bypass was being performed on a male patient; the pouch was made and then he proceeded to make the gastrojejunostomy. A hole was noticed at the distal tip; it appeared that the staple line had unzipped. The surgeon proceeded by oversewing the anastomosis and staple line. This occurred on the first firing, transecting straight across; the surgeon does fire rapidly. Patient was doing great; patient had other health issues that required the patient's stay to be extended, and no re-operation was required.

Manufacturer narrative:
(B)(4). (B)(4). The device was received in good visual condition with four white cartridges. The device was fired several times into porcine jejunum. The device fired, formed and stapled as intended. After further analysis it was noted that the knife had small nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described could not be confirmed as the device performed without any difficulties noted. Ees product director met with the surgeon to review basic principles of science of tissue management and optimal device performance.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The 99% stenosed lesion being treated was located in the severely tortuous and calcified distal right coronary artery (rca). The 4.0x16mm liberte bare metal stent was advanced to the target lesion but did not cross. The procedure was completed using another 4.0x16mm liberte. There were no patient complications and the patient condition was listed as good. However, analysis revealed that the stent moved on the balloon.